Event description:
The patient reported that for the past month, he had experienced redness and itching at the ipg site; he was treated with antibiotics, but the symptoms have not subsided. The hcp reported that at follow-up the patient had reported recent and persistent irritation noted over the ipg, implanted in his right-hip. The patient had developed a stitch granuloma (fibrosis), subsequent to implant; he had been treated with cipro for a prolonged period of time after "which did help heal it up completely." The patient had done well until recently; "something has irritated it, and it is red." The patient had bumped the ipg implant site frequently; the patient reported no drainage at all, the area of implant was not swollen, and the skin was completely sealed over it. The skin appeared inflamed, and the physician suspects "that there is some skin infection going on." He has placed the patient on cipro for one month; the condition may require more prolonged treatment. The hcp anticipates the patient will follow-up at the end of the course of antibiotic treatment. No device troubleshooting had been performed. The physician indicated that the patient has recovered without sequela.